Event description:
It was reported that the patient presented to the ER after for an undetermined illness, quickly deteriorated, and was put on life support. The patient received multiple inappropriate shocks due to t-wave oversensing and svt timeout. T-wave oversensing was a result of severe hyperkalemia. A charge timeout alert was noted. The hyperkalemia was corrected with dialysis overnight. It was later reported that the patient expired due to heart failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.